Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the washer broke off of the spine clamp as it was being removed from the spinous process towards the end of surgery. The clamp was removed and the surgery was completed. There was no delay to procedure. There was no reported patient impact.